Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient complained about four infusion sets fell off. Event took place on (B)(6) 2024. Event took place while performing pyhsical acitivity. The infusion set was in use for two to three days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -MDR 3003442380-2024-16859 device 4 of 4